Event description:
The patient stated that her blood glucose was elevated to 229 mg/dl. She stated she changed her infusion set a "couple" hours before the report and she forgot to bolus 1 unit of insulin to fill the cannula after inserting her infusion site. While bolusing to fill the cannula and to lower her blood glucose the infusion device alarmed e4 (occlusion) and a8 (bolus canceled). The patient was instructed to disconnect from her infusion site and she was able to bolus 4 units of insulin in the air without error. The patient then reconnected to her infusion site and received an e4 while trying to bolus. The patient was instructed to change her infusion site. The patient stated that the cannula of the infusion set was bent when she removed it from her body. The patient then attempted to insert a new infusion site and she stated that the needle "popped" out of her body. The patient removed the headset and attempted to insert a new infusion site. She stated that the needle "popped" out of her body again. The patient was advised to "pinch up" the skin at the infusion site during insertion of the needle. She stated that she had been informed that "pinching up" the skin was not necessary. The patient's infusion site then began to bleed and she stated she would try to insert a different type of infusion set. The patient did not wish to remain on the line for further assistance. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.